Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was not receiving insulin at certain points. He had called about a motor error alarm in the past. Customer's blood glucose level was over 400 mg/dl. The customer's stomach got upset and had constant urination. The customer was not admitted but just went to the emergency room 6 months ago and 3 weeks later he was back in the emergency room. The customer was dehydrated and it led to high blood glucose levels and was treated with fluids. The customer was wearing the insulin pump at the time of hospitalization. Small air bubbles were visible in the infusion set's tubing. The site was a little red. The device was not returned.